Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion on a novum iq large volume pump failed to start. The pump was to administer an unspecified chemotherapy solution at 280ml/hour. The pump indicated that the fluid was flowing; however, the customer alleged there was no solution dripping into the drip chamber. The pump was not on standby. It was turned on just prior to the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. During evaluation, the reported condition was not observed. A flow accuracy test was performed with passing results. The pump was able to successfully infuse. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.